Event description:
Customer reported a malfunction alarm with malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. Customer was informed to continue using the pump and advised to call back if any malfunction reappears, which the customer acknowledged and understood.